Event description:
A us distributor reported that an electrode belt was unable to communicate with the monitor.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (does not communicate with monitor) has been confirmed. Upon investigation the electrode belt was unable to complete essential performance testing. The cause for the failure was the trunk cable connector +5 volt wire was measuring open. The root cause for the open wire was excessive force. There was no adverse event that resulted from the damaged belt.